Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 14310490 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain in the neck where the anchors were located. The patient was given an intervention. There will be no further course of action.